Event description:
It was reported that the patient presented for a routine implant. It was noted prior to the procedure that the right ventricular (rv) lead's helix would not extend during testing. The rv lead was exchanged. A replacement was successfully implanted. The patient was in good condition following the procedure.